Event description:
It was reported that the patient would experience a shock when ever food would enter her stomach. The reporter stated the shocks did not happen "very much with liquids anymore." It was noted that the patient had not been able to eat for 7 weeks; patient was down to (B)(6). It was also noted that the patient was prescribed zofran. The reporter stated the indication for use was due to lupus. It was also reported that the when the shocks were bad she would fall and the device seemed "like it was hurting her heart." It was also stated that stomach acid would come up into the back of her mouth and that the lining of her mouth was "peeling away." It was noted that the patient saw a homeopathic doctor and a nutritionist. It was also reported that the patient had been to the emergency room twice to have the device turned off, dates were unknown. It was stated that the electrode pairing had been changed from bipolar to unipolar, "amidst other changes." It was noted that during trial, the patient had good results and could eat 2 small meals a day. Additional information was requested, but was not available at the date of this report. Any additional information received will be included in a follow-up report.

Event description:
Additional information indicated that the patient still had concerns but was working with her doctor/manufacturer representative. Appointment dates were (B)(6) 2012, (B)(6) 2013. It was noted that the progress was being made.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).